Manufacturer narrative:
The serial number of the analyzer is (B)(6). The field service engineer (fse) adjusted the gear pump pressure, checked all cuvette suction tubes at the washing stations, cleaned the incubation bath, and adjusted the cuvette washing. Qc was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 3 patient samples tested on the cobas 8000 c702 module. Sample 1: initial result: 1.624 mg/dl repeated result: 7.104 mg/dl. Sample 2: initial result: 4.138 mg/dl repeated result: 9.310 mg/dl. Sample 3: initial result: 4.930 mg/dl repeated result: 9.344 mg/dl.